Manufacturer narrative:
The device investigation has been completed. Based on the analysis, the alleged issue cartridge alarm could not be verified. However, the alleged temperature issue was verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. During the loading sequence, a cartridge alarm occurred. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 146 mg/dl.